Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The button covers were removed and found minor saline ingress on the button boards. No issues with self activation or continual running in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include saline/humidity entering the interior of the handle shorting the connection of the buttons. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy procedure, the ablate or coagulate function of the werewolf 90 wand was activated even though no hand button or foot pedal was pressed. The procedure was with no surgical delay but it is unknown if there was a smith and nephew back up device available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.